Event description:
It was reported that a patient, who had right rtsa, underwent a revision procedure approximately 3 years 3 months post the initial procedure. The patient was revised due to infection. The liner, tray, and glenosphere were exchanged. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were available. The devices are not available for return. No device images were provided. No further information.